Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air was in the line when no air was present. Patient reported receiving no disposable alarms. No patient injury was reported.

Manufacturer narrative:
Corrected data: corrected data: h6 sample was received; not device not returned.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag, not its original packaging and in used conditions; no damage or defects were noted. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).